Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion with little tortuosity in the sfa of a patient using hawkone atherectomy device, it was reported that the thumb switch jammed. Device was cleaned after first insertion. Second insertion thumb switch still did not feel normal to tech. After one pass the physician noticed the cutter blade on angio was outside of nose cone and would not go back into cutter window. Physician did not finish cutting the lesion and removed the device through the sheath. Physician used dcb on remaining stenosis. No patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.